Event description:
Note: the date of event is unk. It was reported to boston scientific corp on 05/20/2009 that an ultratome sphincterotome was used during a procedure. According to the complainant, the cut wire of the ultratome was sticking out and the device would not bow. Although attempts were made to obtain add'l f/u, there is no further info regarding this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unk. (B)(4) (would not bow). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).